Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in circumflex artery. A 2.50 x 12 synergy ii stent was advanced to treat the lesion. However, upon introducing the device, the stent shaft broke approximately 40 centimeters from the hub. The device was completely removed from the patient's body over the guidewire. No patient's complications were reported.

Manufacturer narrative:
Device evaluated by MFR: a synergy ii us mr 2.50 x 12mm stent delivery system (sds) was returned for analysis. An examination of the crimped stent found no issues. The stent struts showed no signs of damage or lifting. The stent showed no signs of movement and was set equidistant between the proximal and distal markerbands. The crimped stent outer diameter (od) was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found multiple kinks along the full catheter length. There was a break in the hypotube at approximately 458mm distal to the distal end of the strain relief. An examination of the shaft polymer extrusion profile found no issues. The bi-component bond showed no signs of damage or strain. The tip profile was visually examined and no issues were found. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in circumflex artery. A 2.50 x 12 synergy ii stent was advanced to treat the lesion. However, upon introducing the device, the stent shaft broke approximately 40 centimeters from the hub. The device was completely removed from the patient's body over the guidewire. No patient's complications were reported.